Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue, urinary tract infections and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse, chronic pain with sitting and standing, bowel problems with fecal incontinence, vaginal scarring/shrinking, and nerve damage. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent sling implantation to treat pelvic organ prolapse and stress urinary incontinence. Post implantation the patient experienced pain, dyspareunia, scarring, nerve damage, hypertension and bowel problems. (B)(4).

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.